Event description:
Retained tubing from implanted chest port. Upon attempted removal from the pt the tubing adhered to the vessel wall preventing removal of the tubing. To prevent vessel damage with removal, the tubing was retained in the pt.